Manufacturer narrative:
Concomitant medical products: 693558 lead, implanted on (B)(6) 2010, 507645 lead, implanted on (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an absorbable antibacterial envelope was used to implant a cardiac resynchronization therapy defibrillator (crt-d) and the patient developed an infection. The crt-d system was explanted and then replaced eight days later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.